Manufacturer narrative:
During investigation, field service inspected the architect i1000sr mod serial number (B)(6), performed additional troubleshooting procedures, and determined the arc buffer outlet (01p12-01) and the 50ul buffer pump (wz) (7-96346-01) were the likely causes. The arc buffer outlet (01p12-01) was replaced and the 50ul buffer pump (wz) (7-96346-01) connection was tightened, which resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results were reported for architect i1000sr mod serial number (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the arc buffer outlet (01p12-01) or the 50ul buffer pump (wz) (7-96346-01). A review of tracking and trending also did not identify any trends for discrepant results for the architect i1000sr, as described in this complaint. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue, which includes operational precautions and limitations, troubleshooting of the fluidics subsystem and component replacement, troubleshooting of elevated concentration, and erratic sample results, as well as removal and replacement procedures for the 50ul buffer pump (wz) (7-96346-01). Based on the information within the complaint record, no systemic issue or deficiency was identified for the arc buffer outlet (01p12-01), 50ul buffer pump (wz) (7-96346-01), or the architect i1000sr sn (B)(6).

Manufacturer narrative:
All available patient information was included. No additional information was provided. An evaluation is in process. A follow- up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed architect thyroid stimulating hormone (tsh) results were generated for a patient on the architect i1000sr. The customer stated that on (B)(6) 2021, a sample generated a result of 0.09 uiu/ml. After 5 hours, a new sample was obtained from the patient and run, the result generated as 1.51 uiu/ml (shift of 94%) [reference range 0.73 ¿ 4.77 uiu/ml]. There was no reported impact to patient management.